Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device was put in on (B)(6) 2022 and on (B)(6) 2022 it was lost due to the device having a breakage in the balloon. No other information is able to be obtained as the event was reported anonymously.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A gemba walk was carried out with the multifunctional team on the production line. The current process was running according to approved specifications. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. The production personnel received an awareness notification of this issue. No further actions are required at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.